Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon insertion of the tibial component during a partial knee replacement, a hook on the tibial inserter broke off. The broken hook was found 20 mins later on the floor.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon insertion of the tibial component during a partial knee replacement, a hook on the tibial inserter broke off. The broken hook was found 20 mins later on the floor.